Event description:
It was reported that this right ventricular (rv) lead is known to be fracture. The lead experienced a safety switch. The lead remains in service. No adverse patient effects were reported. Additional information received, the physician plans to perform an explant once the device reaches elective replacement indicator (eri). Additional information obtained, this lead has been surgically abandoned.

Event description:
It was reported that this right ventricular (rv) lead is known to be fracture. The lead experienced a safety switch. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead is known to be fracture. The lead experienced a safety switch. The lead remains in service. No adverse patient effects were reported. Additional information received, the physician plans to perform an explant once the device reaches elective replacement indicator (eri).